Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2023, it was reported by a facility representative via phone that an ar-2324bcc suturelock and ar-1927psf-475 corkscrew anchor were implanted on (B)(6) 2023. Patient returned to the facility with an infection on (B)(6) 2023. This has not been a revision scheduled as of on (B)(6) 2023.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to a patient-specific event.